Manufacturer narrative:
Insulin pump monitored for several days. The device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had battery failure and alarmed for battery out limit. Customer had crack on the insulin pump where the battery cap screws into insulin pump. Customer advised to discontinue use of the insulin pump and revert to back up plan. Insulin pump will be return for analysis.